Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). Visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Microscopic inspection was done and found the balloon had a pinhole. During the microscope inspection the balloon was dissected to inspect the ro markers (distal-proximal) and no defects were noted. Functional analysis cannot be performed due to the balloon lumen being occluded and could not be unblocked, likely due to dry contrast. The found pinhole does not confirm the reported event of balloon pinhole. The balloon pinhole could have been interpreted by the customer as the reported event of balloon burst. It is possible that interaction with the scope or any surface could create friction on the balloon, causing the issue of balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the balloon burst. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.